Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: h8.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delta xtend reverse shoulder procedure: deltoid pectoral cutting guide was attached to the handle for cutting guide (instrumentation at this point was in the humerus of patient) when surgeon tried to remove instrumentation to proceed, the deltoid pectoral guide would not detach from handle as per surgical technique the two instruments fused together. The surgeon subsequently removed both instruments attached to one another using a mallet. Surgical delay 3 minutes and procedure successfully completed.